Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was erratic and replaced and resolved the reported issue. It was noted that the device has not been regularly returned for recommended annual pm. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that outside of surgery the device would not turn on. Investigation found the motor was erratic. No adverse event was reported as a result of this malfunction.